Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was the device stuck on tissue when it would not open? If yes, how was it removed from tissue? Were the device jaws eventually able to be opened? Yes the device was stuck on the tissue and the jaws could not be opened. The tissue had to be cut around the jaws of the stapler in order to remove it.

Event description:
It was reported that during an unknown procedure, the jaws of the gun would not open and so the manual reverse lever was opened and used; however, this would not reverse the knife blade either and a new gun had to be opened as a result. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis found that one pse45a device was returned with the anvil bent upwards and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr45g cartridge reload was received partially fired 1/2 and loaded in the device. Furthermore, the anvil knife slot was noted to be damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.